Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. Corrected: b5, d6a. D6a: device was implanted on an unknown date in 2022. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Radiographs were provided and reviewed by a radiologist. The review identified that the right hip arthroplasty components are anatomically aligned. Plate and screw fixation, incompletely visualized distally, traverses a femoral diaphyseal fracture without osseous bridging. The image is undated but based on the history this may be a fracture non-union. Bone quality appears mildly osteopenic. While the fixation plate is incompletely visualized, the absence of screws within the visualized femur below the fracture line could contribute to non-union. Based on the radiographs review, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial hip procedure. Subsequently, the patient underwent a revision approximately 3 years later due to non-union of midshaft femoral fracture. The stem, head and plate were replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: item # unknown, unknown biolox head, lot # unknown. Item # unknown, unknown m/l taper, lot # unknown . G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had an initial hip procedure. Subsequently, the patient underwent a revision approximately 12 years later due to non-union of midshaft femoral fracture. The stem, head and plate were replaced. Attempts have been made and additional information on the reported event is unavailable at this time.